Event description:
The patient had the bard denali vena cava filter placed prior to bariatric surgery approx 6 months prior to this filter removal procedure. The filter fragmented and the filter fragment was found to be embedded in the right ventricular (rv) and a second filter fragment was found free-floating in the inferior vena cava (ivc). One fragment was successfully removed from the ivc. The fragment embedded in the rv required cardio-thoracic surgery for removal.======================manufacturer response for intravascular filter, bard denali vena cava filter (per site reporter).======================staff notified the vendor representative and stored the device in pathology for vendor evaluation (not sure of disposition of the device).